Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and colitis ulcerative ('autoimmune diagnosed ulcerative colitis/ gastrointestinal or digestive system condition type: ulcerative colitis') in an adult female patient who had essure (batch no: 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis, ovarian cyst, hypercholesterolemia, multi gravida, parity 2 and arthritis. Concurrent conditions included hiatal hernia, right lower quadrant pain, left lower quadrant pain, left lower quadrant pain and intermenstrual bleeding. Concomitant products included levonorgestrel (mirena) from 2000 to 2012. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). In 2014, the patient experienced colitis ulcerative (seriousness criterion medically significant), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), autoimmune thyroid disorder ("autoimmune disorder type of disorder: thyroid issues"), migraine ("migraines"), hypertension ("blood or heart disorder/condition type: hypertension") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2017, the patient experienced allergy to metals ("nickel diag. Post-essure"), granuloma annulare ("rashes or skin conditions type: granuloma annulare") and granulomatous rosacea ("rashes or skin conditions type: granulomatous rosacea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), visual impairment ("vision problems") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with lisinopril, lorazepam (ativan), mesalazine (lialda), omeprazole, paracetamol (tylenol), venlafaxine and surgery (hysterectomy (full). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, female sexual dysfunction, abdominal pain, back pain, menorrhagia, iron deficiency anaemia, allergy to metals, dermatitis allergic, headache, vaginal haemorrhage, migraine and abdominal pain lower had resolved and the colitis ulcerative, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, nausea, visual impairment, weight increased, infection, depression, fibromyalgia, autoimmune thyroid disorder, granuloma annulare, hypertension, gastrooesophageal reflux disease and granulomatous rosacea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, autoimmune thyroid disorder, back pain, bladder disorder, colitis ulcerative, depression, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, granuloma annulare, granulomatous rosacea, headache, hormone level abnormal, hypertension, infection, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for ulcerative colitis, psych injury related to essure. Complications during removal surgery? Infection. Essure date(s) of insertion: on (B)(6) 2010 ( as per ppf) discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2011: essure confirmation test (unspecified). Result bilateral occlusion: on (B)(6) 2012: occlusion of both fallopian tubes. Ultrasound scan vagina: in 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and colitis ulcerative ('autoimmune diagnosed ulcerative colitis/ gastrointestinal or digestive system condition type: ulcerative colitis') in an adult female patient who had essure (batch no. 20193380) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included osteoarthritis, ovarian cyst, hypercholesterolemia, multi gravida, parity 2 and arthritis. Concurrent conditions included hiatal hernia, right lower quadrant pain, left lower quadrant pain, left lower quadrant pain and intermenstrual bleeding. Concomitant products included levonorgestrel (mirena) from 2000 to 2012. On (B)(6) 2010, the patient had essure inserted. In 2013, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding ( menorrhagia)"), fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal pain lower ("lower abdominal pain"). In 2014, the patient experienced colitis ulcerative (seriousness criterion medically significant), headache ("headaches"), depression ("psychological or psychiatric problems condition: depression"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"), thyroid disorder ("autoimmune disorder type of disorder: thyroid issues"), migraine ("migraines"), hypertension ("blood or heart disorder/condition type: hypertension") and gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"). In 2017, the patient experienced allergy to metals ("nickel - diag. Post-essure"), granuloma annulare ("rashes or skin conditions type:- granuloma annulare") and granulomatous rosacea ("rashes or skin conditions type:- granulomatous rosacea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), iron deficiency anaemia ("anemia"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), nausea ("nausea"), visual impairment ("vision problems") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with lisinopril, lorazepam (ativan), mesalazine (lialda), omeprazole, paracetamol (tylenol), venlafaxine and surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, abdominal pain, back pain, genital haemorrhage, menorrhagia, iron deficiency anaemia, allergy to metals, dermatitis allergic, headache, vaginal haemorrhage, migraine and abdominal pain lower had resolved and the colitis ulcerative, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, nausea, visual impairment, weight increased, infection, depression, fibromyalgia, thyroid disorder, granuloma annulare, hypertension, gastrooesophageal reflux disease and granulomatous rosacea outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, bladder disorder, colitis ulcerative, depression, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, granuloma annulare, granulomatous rosacea, headache, hormone level abnormal, hypertension, infection, iron deficiency anaemia, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, thyroid disorder, tooth disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for ulcerative colitis, psych injury related to essure. Complications during removal surgery? Infection essure date(s) of insertion : (B)(6) 2010( as per ppf) discrepancy diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: essure confirmation test (unspecified). Result - bilateral occlusion.; on (B)(6) 2012: occlusion of both fallopian tubes. Ultrasound scan vagina - in 2014: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: - reporter information was added. Lot no was added. New event added vaginal bleeding, depression, fibromyalgia, thyroid disorder, granuloma annulare, migraines, hypertension, gastroesophageal reflux disease, granulomatous rosacea, lower abdominal pain. Event outcome and severity was added. Treatment drugs and medical history, lab test was added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and colitis ulcerative ('autoimmune diagnosed ulcerative colitis') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia"), abdominal pain ("abdominal pain"), back pain ("back pain"), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), iron deficiency anaemia ("anemia"), allergy to metals ("nickel - diag. Post-essure"), dermatitis allergic ("rash / skin condition"), colitis ulcerative (seriousness criterion medically significant), psychological trauma ("psych injury related to essure"), bladder disorder ("bladder problems"), urinary tract infection ("uti"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision problems") and infection ("infection") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dysmenorrhoea, female sexual dysfunction, abdominal pain, back pain, genital haemorrhage, menorrhagia, iron deficiency anaemia, allergy to metals and dermatitis allergic had resolved and the colitis ulcerative, psychological trauma, bladder disorder, urinary tract infection, vaginal discharge, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased and infection outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, colitis ulcerative, dermatitis allergic, dysmenorrhoea, fatigue, female sexual dysfunction, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, infection, iron deficiency anaemia, menorrhagia, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge, visual impairment and weight increased to be related to essure. The reporter commented: received treatment for ulcerative colitis, psych injury related to essure. Complications during removal surgery? Infection. Essure date(s) of insertion: (B)(6) 2010, (as per ppf) discrepancy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: essure confirmation test (unspecified). Result - bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received - case becomes incident. Previously reported event injury nos was removed. New events pelvic pain, dysmenorrhea (cramping), apareunia, abdominal pain, back pain, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, nickel - diag. Post-essure, rash / skin condition, autoimmune diagnosed ulcerative colitis, psych injury related to essure, bladder problems, uti, vaginal discharge, fatigue, gi conditions, hair loss, dental problems, hormonal changes, headaches, nausea, vision problems, weight gain and infection were added. Essure indication, insertion date and removal date were added. Patient date of birth and consumer address were added. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.